Event description:
Guidant recieved information that the patient with this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead expired. The listed cause of death is respiratory failure. The device had been programmed to a single vf zone with a detection rate of 200 bpm. Post-mortem interrogation of the device demonstrated undersensing of the ventricular arrhythmia, which resulted in the shock being diverted. The patient's rhythm then degradated to a rate below 200bpm, so a shock was not delivered. The patient was in hospice care, and the death was witnessed.